Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 308 mg/dl, 138 mg/dl, 167 mg/dl, and 126 mg/dl. Customer states the test strip was not completely filled when he tested 308 mg/dl and he had attempted to refill it. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.